Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The system was then tested and met all product specifications. Follow up details state that user error on the nitrogen gas regulator contributed to the posterior capsule rupture and the cause was unrelated to the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation stopped suddenly with an error message during irrigation/aspiration mode, making the anterior chamber flat and causing posterior capsule rupture. The system was replaced and the surgery was completed. Additional information received indicated that the surgeon suspected error on settings as the contributor cause for the posterior capsular tear.